Event description:
Complainant alleged that the paramedics were monitoring a pt (age and gender unk) when a flashing green dot appeared on a blank monitor screen. The paramedics continued to monitor the pt using the recorder print-out. There was no adverse effect on the pt.